Event description:
It was reported that the patient experienced recurrent post-meal hypoglycemia while using the ilet bionic pancreas, expressed concern about receiving too much insulin, and was transferred to the clinical line for troubleshooting and education; no alerts or alarms were reported, and the patient self-treated events with oral glucose. Symptoms included hypoglycemia. Outcomes included no long-term impairment and self-resolution after treatment with oral carbohydrate. Investigation included complaint intake and clinical troubleshooting with education. Investigation of this case revealed cause unclear for hypoglycemia with no device alarms and no specific device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.